Manufacturer narrative:
Product eval: the customer's complaint history was reviewed for the period of one yr and this is one of the two complaints for this issue. There are no other complaints reported for this finished good lot. The order was built and released per specification. The returned product functioned per specification. The complaint could not be duplicated. Root cause: the root cause is unk. The returned sample functioned per specification. Action: quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
Customer stated that during the priming phase, the console read low pressure, and reprime; an error code was not noticed. The pt was in the room and doctor had already given the block to the pt. Add'l f/u info was requested.